Event description:
Same case as MDR ID: 2134265-2015-00061. It was reported that a burr became stuck on wire. Vascular access was obtained via the femoral artery. The non totally occluded, eccentric, de novo stenosed target lesion was located in the severely calcified right coronary artery. A 1.25mm rotalink¿ plus and rotawire were used and advance to treat the target lesion. During the procedure, the burr was advanced until the y connector and it was then noted that the burr was stuck on the wire and was impossible to advance. The burr was removed from the rotawire and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The visual inspection was performed and the device presents a body kink approximately 184.7cm from the proximal end and a spring tip bent. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00061. It was reported that a burr became stuck on wire. Vascular access was obtained via the femoral artery. The non totally occluded, eccentric, de novo stenosed target lesion was located in the severely calcified right coronary artery. A 1.25mm rotalink plus and rotawire were used and advance to treat the target lesion. During the procedure, the burr was advanced until the y connector and it was then noted that the burr was stuck on the wire and was impossible to advance. The burr was removed from the rotawire and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.